Manufacturer narrative:
Concomitant medical products: product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the reps. It was reported that the cause of high impedance was unknown. Reprogrammed around electrode 6 and was able to cover patient's painful areas. Patient has post appointment the week of oct 1st. No further complications were reported/anticipated.

Manufacturer narrative:
Concomitant medical products: product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via manufacture representative, regarding patient's implantable neurostimulator (ins). Device was not able to be read or impedances prior to replacement today. Rep was not able to read impedances before going back. Patient had one electrode out on 0-7 and her whole 8-15 was >10000. There was another lead in pocket so the hcp connected and impedances were within normal limits now on the 8-15 lead. Another rep programmed patient in post-op and stated that electrode 6 was >33,000. The other rep confirmed that the same impedance was elevated in or. Rep was able to successfully program around the affected electrode. Patient had another post-op appointment scheduled during the week of (B)(6). No symptoms were reported and no further complications were reported/anticipated. Indication for use is failed back surgery syndrome and spinal pain. Omitted information regarding pe (B)(4) - replacement.